Manufacturer narrative:
The insulin pump was received with a scratched case, a cracked keypad overlay and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. The insulin pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08650 inches. However, the pump failed the sleep current measurement due to a problem isolated to the electronic assembly. Also, the insulin pump was received with a loud motor noise during rewind due to faulty motor. The motor was tested outside of the device and passed. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had diminished battery life and slower or louder rewind. Customer received inaccurate low blood sugar alert. No harm requiring medical intervention was reported. The customer was declined troubleshooting as they have processed an upgrade and waiting for an update. The device will not be returned for analysis.